Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the data files and the device, balloon catheter 2af234 with lot # 24129-49, were returned and analyzed. The data files did not record "catheter not recognized" issues. Upon visual inspection, results showed the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was not used. The catheter failed the performance test due to #12211 notice "catheter not recognized". Dissection and electrical continuity showed the thermal coupler was broken under the strain relief in the handle at the soldering point. In conclusion, the reported "catheter not recognized" issue has been confirmed through testing. The catheter failed the inspection due to a broken thermal coupler wire in the handle. (B)(4).

Event description:
It was reported that during a cryoablation procedure, a system notice indicated that the balloon was deflated. Prior to reporting the issue, the healthcare professional had switched out the coaxial umbilical without resolve, but had performed three freezes without issue. The coaxial ports were inspected and the physician was able to proceed with the case. Additionally, a system notice indicating that the system did not recognize the catheter appeared after changing out the catheter from previous system notice. The auto connection box was replaced without resolve. The balloon catheter was then changed out which seemed to resolve the issue. Service has been recommended for the cryoconsole unit. The case was completed with cryo. The balloon catheter subsequently tested out of specification upon the manufacturer's investigation. No patient complications have been reported as a result of this event.